Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of homechoice cassettes had air in the set. This occurred during unknown process step of peritoneal dialysis therapy. It was unknown if the patient was connected at the time of the event. During the troubleshooting, it was reported that the "bags failed near the spike with production of air in the set." There was no patient injury or medical intervention associated with this event. No additional information is available.